Event description:
It was reported that during the patient's routine implantable pulse generator (ipg) change out procedure, the right atrial (ra) lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).